Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the locking components and locking pawls were damaged. It was further observed that the pawls release and cylinder pawls were power broken and damaged. It was observed that the cutter device could not be secured/locked, and the device ran locked position - power broken. It was observed that the device failed the cutter lock assessment and the safety assessment "power broken" and the set screw was found loose. It was noted that the final test could not be performed. It was further determined that the device failed pretest for loctite: modified set screws, cutter lock and safety. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed the safety assessment, ran in the locked position, and was power broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.